Event description:
Patient undergoing a CT scan of chest. Radiology technician acquired IV access using a 22 gauge, 1 inch catheter, and the patient was connected to the stellant injector. The CT scan went well until the end of the contrast injection. The radiology technician noticed the patient's IV site was a little swollen. Upon further examination, the patient reported pain at the IV site. The nurse and physician were notifed and evaluated the IV site. No untoward or permanent effects from contrast.